Event description:
During t2 nail surgery, the surgeon placed k-wire into the patient bone. And the surgeon used the rigid reamer and rigid reamer sleeve when the surgeon reamed patient bone. Afterwards, the surgeon found the metal shavings in the wound of patient. The surgeon removed the metal shavings from the wound and the procedure was completed. The surgeon is requesting the information of risk analysis on the metal shavings and the investigation of the event.

Manufacturer narrative:
Na